Event description:
It was reported that the touchscreen of a device was unresponsive. There was no confirmation whether this issue affected the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.